Manufacturer narrative:
No timeouts or drive stalls were seen in the device data and no damages or defects were found that would affect the delivery of insulin or lead to an uncommon bolus. The pod was paired to a pdm and allowed to run at its basal rate. No uncommanded boluses were delivered during the investigation. No problems were found with the returned pod.

Event description:
It was reported by the patient that she had a severe low blood sugar due to an uncommon bolus on her diy loop app. Customer states she went to sleep the night prior as normal. She states she woke up and didn't know where she was, could not speak, and was profusely sweating. She struggled to call for help but eventually was able to ask her family to call 911. The paramedics arrived and monitored her. She was able to consume enough juice on her own to treat the low. She states her bg dropped under 40 mg/dl. The patient states that the history showed an interrupted bolus of 5.1 units (delivered) of 8 units commanded. She states she did not give this bolus.